Event description:
Easydrill cranial perforator event reported. The clutch failed and perforator did not quit spinning. Doctor said this could have injured the brain but was in the area of the tumor - no injury the medtronic representative has picked up the perforator to be brought to medtronic for evaluation.